Event description:
It was reported that the implantable pulse generator (ipg) experienced premature battery depletion due to high pacing outputs required for the patient condition. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. The device had not yet triggered recommended replacement time (rrt) the most recent battery voltage measurement as of (B)(6) 2016 was 2.92v, which is above the rrt threshold of 2.83v.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.